Event description:
It was reported patient experienced back pain after an scs trial procedure. Attempts to reprogram the system were unsuccessful. Imaging studies were negative, and the system was explanted to address the issue. The investigation was unable to determine the lead that was associated with the issue.

Manufacturer narrative:
Additional components potentially involved in the event include: common device name: scs lead, model: 3086, UDI: (B)(4), serial: (B)(6), lot: a000171364. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Corrected data: b2 - outcomes attributed to adverse(check all that apply). H6 - adverse event problem (refer to coding manual). D6b - date of explant was removed. It was reported to abbott a patient underwent a trial. That evening the called the rep to report new back pain that was not procedure related. The patient instructed on therapy off. The patient went to the ER where the leads were removed, and an MRI was taken. There were no significant findings. The patient was admitted for observation. The rep reported the patient was no longer a stim candidate. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported patient experienced back pain after an scs trial procedure. Attempts to reprogram the system were unsuccessful. Patient was admitted in emergency room for observation. Imaging studies were negative, and the system was removed to address the issue. The investigation was unable to determine the lead that was associated with the issue.